Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is an opening crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.